Event description:
The contact stated the customer had received some low blood glucose readings. The contact stated the customer tested her blood glucose and received a reading of 90 mg/dl. She retested within 10 minutes using another contour meter and received a reading of 455 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation, and replacement product will be sent.